Event description:
Info rec'd indicates the brake is not holding at the foot end of the bed.

Manufacturer narrative:
The accounts maintenance found that the cam pivot was broken, not allowing caster to lock into brake. He replaced the cam pivot to repair the bed.